Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported they were unable to remove the guidewires (stylets). Sterile water was flushed into the tubes but they were still unable to remove the guidewires (stylets). The ngts were sourced from ICU. Per additional information provided on 26mar2026, the tubes were injected with 10ml h2o. The tubes were not used with a patient, the issue occurred when the tubes were tested before insertion. The issue was resolved by using an ng tube from another manufacturer.

Manufacturer narrative:
Seven samples were received for investigation. The samples were visually and functionally evaluated, and the reported condition was not observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. A gemba walk was held in the production area; as a result, it was concluded that the current manufacturing activities are running according to product specifications meeting quality acceptance criteria, validation process, and released procedures. No conditions were found that could trigger the reported condition. Based on all available information, a definitive root cause could not be determined at this time. The potential root cause indicates that this problem could occur due to improper use of the procedure if the instructions for use are not followed. We will continue to monitor related reports to determine if additional actions are necessary.